Event description:
It was reported that during an open carotid endartectomy procedure, the clamps used to hold the shunt in place were ineffective, resulting in the shunt slipping out of the clamp, causing increased procedural bleeding. Post procedure, the patient's neurological status was monitored. There were no long term adverse clinical consequences reported.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample was discarded by the user facility. A lot sample has been returned and the investigation is currently underway. The current instructions for use (IFU) states: warning: when there is an incompatibility between the stabilizing technique, the artery and the shunt, slippage can occur. In order to avoid slippage and/or vessel damage or disruption when the clamp technique is utilized, users should ensure that the clamps they employ are compatible in size and design with the particular shunt they intend to use.